Event description:
The customer reported that while wearing a pod, her continuous blood glucose monitor showed that her results were rising. She stated that her result got up to 400 mg/dl (time not reported), and she gave herself a bolus (units not reported). At 8:56, her result was 237 mg/dl, and she gave herself a 2 u bolus. At 9:58, her result was 398 mg/dl. She gave herself a manual injection of approximately 5 u and removed the pod. She said that the cannula looked like it was bent upward. She did not state whether the results were in the morning or evening. She reported that the fill process was normal, and that she wore the pod for 5-6 hours. She was not certain if she provided the correct lot and sequence numbers, as she had difficulty seeing them.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."